Manufacturer narrative:
Analysis was able to confirm the customer comment regarding the stylus , the stylus calibration was slightly off. Analysis was unable to confirm slow performance. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue with the stylus of the programmer and also slow performance issues causing procedures and follow-up to be difficult. No patient complications have been reported as a result of this event.